Event description:
The account stated that elevated troponin results were generated. The account was using the following ranges for troponin: <0.04 reported as negative; 0.04 - 0.39 reported as greyzone and additional samples are drawn 6 - 12 hours later; >0.39 reported as positive. The account stated that an architect troponin result of 0.3 ng/ml was generated on a patient sample run on analyzer sn (B)(4). A second sample from the patient which was drawn 6 hours later generated a negative result run on a second analyzer (B)(4). A third sample generated a result of 0.11 ng/ml when run on analyzer (B)(4). All three results were reported to the physician. The account pulled all three samples and poured off the plasma, respun and repeated on both analyzers. Negative results were generated on all samples run on both analyzers. The customer sent corrected reports to the physician. The cardiologist contacted the lab and stated that it was not possible for the troponin results to change and he was performing a cardiac catheterization procedure on the patient.

Manufacturer narrative:
(B)(4) - (test result), (false positive result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation: elevated result. Testing was performed using an in-house file kit of architect stat troponin-I lot 09423un11. Architect troponin-I panel 1 was tested. The panel was within specification which demonstrates that the assay can detect a known concentration of troponin-I. Customer complaint data was reviewed and no adverse trends were identified. The architect stat troponin-I package insert was reviewed and was found to adequately address the issue. Information from the limitations of procedure and the specimen collection and preparation for analysis sections of the package insert were communicated to the customer to assist them in their evaluation of patient results. The investigation did not identify a product deficiency.